Event description:
Consumer reported she had essure implanted. Immediately after the surgery she had the following symptoms: pain, migraines, nausea, weight fluctuations, inflammation, swelling, frequent infections, irregular uterine bleeding, acne, rashes, and cyst formation in the fallopian tube. She stated that she was in a car accident in 2010 where she totaled her car because she passed out while driving due to the extreme pain. About 11 months later, she reported seeing a doctor who asked if she was given an allergy test before the implantation of the device. She found out that indeed she was allergic to the nickel in the essure. She alleged that she nearly died and they had to give her emergency surgery to remove the device. She reported that a physician told her it takes about a year for the nickel to detox out of the body, but she continues to have all of the symptoms she had prior to the essure's removal- but they are not as bad as before.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.